Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had a broken case and the output connectors were broken. The device will be returned for repair. No patient involvement was reported.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the lower case mounting bosses were broken and the heart lead flex ventricular side connector was torn from the flex. It was also noted that the upper case was broken, the battery release was out of specification, the battery contacts were compressed, and the battery drawer was broken.